Manufacturer narrative:
Device history record review, medical review. Based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause shifting of the implanted lens. Physician report does not indicate that any adverse event or condition would have caused damage to the lens. Per medical review: reportedly, micl (13.2 mm) changed the position ("shifted") following implantation in (B)(6) 2015 causing visual disturbances to patient. The surgeon was planning to exchange the lens, in (B)(6) 2015, for a longer length icl but he performed only manual rotation instead. According to email report dated on (B)(6) 2015, the micl shifted again so the surgeon was planning lens exchange for micl (13.7 mm) to prevent future complications. Despite multiple attempts no confirmation about lens exchange was received to date. The seriousness is based on information about secondary surgically intervention performed (rotation).device causality is based on information that at the time of the surgery patient was (B)(6) and per dfu :"indications: the visian icl is indicated for use in adults 21-45 years of age" therefore, there is no sufficient safety and effectiveness data to support implantation in such patients. Based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens will be explanted due to the lens has been shifting and the patient has been experiencing visual disturbance. The surgeon plans to exchange the lens for a longer lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.